Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Several minutes had elapsed before attempting to retract the commander into the sheath (allowing sufficient time to deflate the balloon). There was no residual fluid left in the balloon. The delivery system was coaxial prior to entering the sheath. The 14f esheath was returned to edwards lifesciences for evaluation. During visual analysis, a kink was observed on sheath shaft 3 inches from distal tip. The marker band was intact and attached to delaminated liner. There was circumferential liner delamination 3 inches in length from distal tip. Minor hdpe and soft tip damage was observed. The photograph of complaint sheath was provided by the procedural site. The image shows the sheath shaft where the liner delaminated. Imagery of the patient¿s anatomy showed the mld was 5.1 on the right access vessel with some calcification by the bifurcation. The patient vessel had no notable tortuosity. Due to the nature of the complaint, functional and dimensional testing was not performed. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the report, after post dilation, while attempting to remove the commander delivery system from the body, there was a much greater force required to pull the system through the sheath when the commander delivery system balloon material got to the level of the sheath tip. It is most likely that the excessive force and/or device manipulation was applied to pull the delivery system while the balloon was caught at the sheath tip resulting in the observed sheath liner delamination from the hdpe. While a definitive root cause is unable to be determined, available information suggests that procedural factor (excessive manipulation) may have contributed to the complaint event. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to ¿sheath distal tip ¿ liner delamination¿. A review of the complaint history from november 2018 to october 2019 for edwards esheath (all models and sizes) revealed other returned complaints for ¿sheath distal tip ¿ liner delamination¿, however, no manufacturing non-conformances were identified. The occurrence rate did not exceed the october 2019 control limits for the ¿liner delamination¿. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Delivery system removal: completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta, delivery system removal. Patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿sheath distal tip ¿ liner delamination¿ was confirmed by visual inspection of the returned devices and imagery review. However, no manufacturing non-conformances were identified during the investigation. Available information suggests that the procedural factors (excessive manipulation) may have contributed to the complaint events. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing nonconformance contributed to the reported event. A review of manufacturing mitigations supports that the sheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Since no labeling or IFU inadequacies have been identified, no corrective or preventive actions is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
After implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the valve was post dilated with the commander ds. After post dilation, while attempting to remove the commander delivery system from the body, there was a much greater force required to pull the system through the sheath when the commander delivery system balloon material got to the level of the sheath tip. Troubleshooting maneuvers were attempted (advancing the catheter and giving it a ¼ turn), but were unsuccessful. The system was able to be removed, but it took a much greater force than normal. When the sheath was removed, it appeared like the inner lining of the esheath had delaminated and was now separate from the sheath itself. The patient was stable post procedure and there was no consequence to patient. The patient¿s access vessel minimum luminal diameter was 5.1mm, was mildly calcified and had no tortuosity. The physicians believe that the balloon material of the commander didn¿t fold in a manner that would successfully comeback through the sheath. With the increase in pull force required the sheath¿s inner lining failed.